Manufacturer narrative:
(B)(4). Additional information: the device was received with the electrode and ceramic separated as one piece returned with the device and detached from the active rod. The jaws were in good physical condition. Upon visual inspection under magnification it was noted that the ceramic was partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The separated electrode prevented the instrument from fully closing. This is due the interference between the blade and electrode. There is insufficient evidence related to what caused the damage on the device.

Event description:
It was reported by (B)(6) that during an unknown procedure, the instrument had the broken jaw that detached, nothing fell in patient. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported. One device is being returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.